Manufacturer narrative:
The hospital biomedical engineer called the remote technical assistance center to report that a speaker on the monitor had failed based on testing by the biomedical engineer. The speaker was replaced. We will consider this was a speaker malfunction. The repaired device remains in use at the customer site.

Event description:
The customer reported that the device had a failed speaker.